Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5077061) on 18-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("device embedded into uterus"), internal haemorrhage ("internal bleeding"), teratoma ("teratoma tumor"), oophorectomy ("ovary removal") and salpingectomy ("fallopian tube removal") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criteria hospitalization, disability and life threatening), teratoma (seriousness criterion medically significant), oophorectomy (seriousness criterion medically significant) and salpingectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy) and surgery (250cc of internal bleeding removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, internal haemorrhage, teratoma, oophorectomy and salpingectomy outcome was unknown. The reporter considered embedded device, internal haemorrhage, oophorectomy, salpingectomy and teratoma to be related to essure (ess205). The reporter commented: I had to have na emergency surgery in 2008, to remove 250cc of internal bleeding, a teratoma tumor, my ovary and fallopian tube. Then an emergency hysterectomy in 2016 due to essure device embedded into my uterus. Injuries (life threatening, hospitalization, disability/permanent damage, required intervention, other serious important medical event) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5077061) on 18-may-2018. The most recent information was received on 17-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("device embedded into uterus"), internal haemorrhage ("internal bleeding"), teratoma ("teratoma tumor"), oophorectomy ("ovary removal") and salpingectomy ("fallopian tube removal") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criteria hospitalization, disability and life threatening), teratoma (seriousness criterion medically significant), oophorectomy (seriousness criterion medically significant) and salpingectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy) and surgery (250cc of internal bleeding removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, internal haemorrhage, teratoma, oophorectomy and salpingectomy outcome was unknown. The reporter considered embedded device, internal haemorrhage, oophorectomy, salpingectomy and teratoma to be related to essure (ess205). The reporter commented: I had to have na emergency surgery in 2008, to remove 250cc of internal bleeding, a teratoma tumor, my ovary and fallopian tube. Then an emergency hysterectomy in 2016 due to essure device embedded into my uterus. Injuries (life threatening, hospitalization, disability/permanent damage, required intervention, other serious important medical event) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.